Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 400 mg/dl with large ketones associated with an alleged inaccurate delivery. Customer technical support (cts) was unable to determine what the issues were with the pump. It was noted that the basal delivery totals in the total daily dose did match the active basal program and the basal history matched the active basil program. All bolus totals matched as well. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized due to issues with the pump. The pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: during investigation, the black box and history showed no evidence of delivery malfunction according to the pump total daily dose basal history the pump was delivering the programmed basal rate. The pump passed all required testing for delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.